Event description:
Teleflex medical customer service in another country reported an end- user alleges the staplers are blocked. It is unknown when this event occurred. It was reported there was no pt injury or medical intervention necessary. No add'l info was available.

Manufacturer narrative:
The manufacturer will continue to monitor this issue through trending. The device has been requested for evaluation but has not been received. Should the device be received, a follow up report will be filed upon completion of the evaluation or if additional information becomes available.